Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted april 25, 2005, displayed a battery status of middle-of-life 2 (mol2) and a monitoring voltage of 2.71v upon interrogation. The patient has had antitachycardia pacing (atp) and a couple of shocks. However, there is concern that the battery on this ICD is depleting too quickly. The decision was made to explant this device, and to return it to guidant for analysis. A similar device was implanted without reported complication.